Event description:
It was reported that several hours after atrial lead replacement, there were occasional pauses on telemetry. Hours later, it was noted that there was intermittent artifact causing pacing inhibition, but root cause could not determined. Both the device and right ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): proximal conductor fractured, distal conductor distorted, the outer insulation had a cosmetic depression, breached depression, and was breached (clavicle-rib crush), the lead was stretched, blood was noted on the helix mechanism, and blood/body fluid was noted on all conductors (not obstructed); full lead returned and analyzed.